Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat plaque in the mid superficial femoral artery using the inpact 018 drug coated balloon, a pin hole balloon burst occurred during the first inflation. A 6fr non-medtronic sheath and a 018 guidewire were used. The vessel was pre-dilated. 50/50 contrast inflation fluid was used. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. The balloon did not detach during the event. No calcium was noted in the area of inflation. The balloon was safely removed from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device size details match those on of the complaint. A kink was noted proximal to the balloon bond. The device was returned in a post inflated state. The device was inflated to 8 atm successfully with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.